Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The customer elected not to upgrade the system at this time. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6800 system was slow to boot up. No pt injury was reported.